Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly or history anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump downloaded properly to the care link software noted and all the boluses were recorded in the download history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the insulin pump was not recording the bolus. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.